Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "think is ruptured", "painful under arm", "hard", "pushed up", "swollen", capsular contracture, baker grade unknown and textured exchange due to product concern. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "think is ruptured", "painful under arm", "hard", "pushed up", "swollen", and textured exchange due to product concern. The device remains implanted.